Event description:
While performing a preventive maintenance check, the technician found that the brake caster was locking, but the caster would continue to swivel.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.